Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working and had no power. It was further determined that the unit failed the off/osc/on switch mode function check (failed the safety assessment step because the device did not run). During repair, it was observed that the motor was damaged and would not rotate. It was further determined that the electric motor issue was consistent with the potting cracks from excessive heat due to excessive force during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device stopped working. There was a five minute delay to the surgical procedure to open a spare device to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.